Manufacturer narrative:
(B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however reported information indicate that the elevated ldh was most likely due to anticoagulation (which the patient needs due to use of device) being on hold not the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported the patient was implanted (B)(6) 2015. On (B)(6) 2015 he was asked to present for admission due to up trending ldh noted on routine outpatient follow-up at outside lab ((B)(6)=456 unit/l, (B)(6)=529 unit/l, (B)(6)=580 unit/l). The patient initially refused admission, and on (B)(6) he was admitted for observation. At event onset he was on warfarin 5mg daily; asa was on hold due to recent history gi bleed. The patient refused heparin infusion and resumption of asa due concerns for repeat bleed. Chest CT (B)(6) showed no evidence of thrombus. Ldh during hospitalization was normal ((B)(6)=221 unit/l, (B)(6)=211 unit/l; reference range 87-241 unit/l). There were no interventions. He was discharged home (B)(6) with instructions to continue warfarin 5mg daily.